Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 86 mg/dl. The customer was unable to get past the rewind because the insulin pump kept alarming motor error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery and had a confirmed e70 alarm in alarm history file; unable to complete functional test due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. However, the insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.